Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded delivery system, model pcb00, was prepared as normal and loaded with viscoelastics healon. During injection into the eye of the intraocular lens (iol) the trailing haptic got stuck into the cartridge. A mcpherson pincet had to be used and the haptic was released without breaks or damages. Additional information was received and it was learnt that the there was no patient injury or incision enlargement. The lens was implanted successfully. No further information was provided.